Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. The patient¿s pd effluent grew the organism haemophilus influenzae which is known to colonize the nasopharynx of humans. Therefore, there is a likely association between airborne contamination and the patient¿s peritonitis event. Per the nurse, the patient was performing pd treatments with a pet on lap which is not recommended for infection control purposes. It is likely that the pet played a role in transmission of this bacterium during the pd exchange. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in peritoneal dialysis (pd). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer service and reported that the patient has peritonitis. Upon follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain on (B)(6) 2019 and as a result went to the emergency room (ER). In the ER, the patient had a pd effluent culture obtained and was reportedly treated with one dose of an unknown antibiotic. Per the nurse, the patient was discharged home and not admitted to the hospital rather the patient would follow-up with the outpatient pd clinic. Reportedly, the pd culture obtained in the ER on (B)(6) 2019 yielded growth of the organism haemophilus influenzae with a white blood cell (wbc) count of 6,650. The patient was treated on an outpatient basis with additional antibiotic therapy; fortaz 1 gram daily intra-peritoneal (ip) for a 14-day course. The nurse indicated that the patient¿s peritonitis was not related to use of the cycler or any other fresenius device/product. Per the nurse, the patient¿s haemophilus influenzae peritonitis was associated with airborne spread of bacteria from the patient performing pd therapy with her cat in her lap. The patient was re-educated on proper infection control procedures to follow for dialysis treatments. The nurse stated the patient is recovering from the event and continues pd therapy with the same cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.